Event description:
Customer reported that a size 3 unique came apart when it was removed from a patient, at the end of a case. When they were finishing with surgery, the cuff was deflated, and when they removed the airway tube, it came out without the cuff attached. The cuff was removed with mcgill forceps without incident. They stated that the airway tube was smooth at the end and did not appear to be broken. There was no patient injury or illness. The user facility will be returning the device. A supplemental report will be filed upon completion of the device evaluation.